Manufacturer narrative:
Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile. Studies have shown that following application of dermabond (r), it acts as a barrier to prevent microbial infiltration into the healing wound. Infection can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the pt's condition before device application.

Event description:
It was reported that dermabond (r) was applied to three abdominal incisions after laparoscopic hysterectomy. At her follow-up visit in 2007, she complained of pain and irritation (described as mild irritation by the doctor) only around her unbilical area. The pt called back after the visit and complained of pain and small fluid filled pustules and was placed on z-pack. The area did not improve and the pt returned to the doctor's office the following month. At this time, aerobic cultures were taken and showed only normal skin flora 3+. Silvadine cream was prescribed. The doctor said the area looked like a contact dermatitis or red irritated area. The pt was also placed on sterapred three days later. On the same day, the pt appears to be doing better and seems to be improving.